Event description:
Two broken locking screws in delta xtend metaglene. Screws broke off in metaglene. Surgeon left them in and did not replace them. Resulted in extended surgery time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.